Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating; additionally,the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to customer's blood glucose. A pump reset was performed and the alert was cleared. Customer continued to use the pump for insulin therapy.